Event description:
Customer mentioned that they want to send one in for investigation. Currently unknown what has happened. But the responsible sales rep is trying to get more information from the customer event date unknown. On (B)(6) 2015, shunt revision due to that it is impossible to adjust with the vpv. They suspects that it is due to protein occlusion(?) Art: 823113, lot: pba778, org implant date: (B)(6) 2005, explant: (B)(6) 2015, replaced with: replaced w 823100 or 823111, (B)(6).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up report will be filed.

Manufacturer narrative:
(B)(4).it was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the june 03rd, 2004. Device not available.